Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the texium syringe leaked 5fu medication from the bonded connection between the syringe and the texium component during an IV push. No patient harm reported.